Event description:
It was reported that during a percutaneous transluminal angioplasty, positioning/placement problem occurred. The 90% stenosed target lesion was located in the moderately tortuous subclavian vein. A non-bsc introducer sheath was inserted through the vascular access followed by the advancement of a non-bsc guidewire. After the guidewire was inserted, a 9.0mmx20mmx135cm (5f) sterling balloon catheter was advanced to dilate the lesion with the use of a non-bsc inflation device. However, the balloon was not able to dilate the lesion due to "balloon slipping." The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).